Event description:
During attempting vascular closure with the medical device the shaft of the perclose fractured at the hinge point leading to the inability to retrieve the device. The patient required surgical cutdown for removal. FDA safety report ID# (B)(4).